Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow systems (h-1000) was returned for investigation in good condition. When the unit was turned on there was no water circulating. This was triggering the ot alarm. The unit was then cycle powered, and the water began to circulate. Further inspection of the internal components revealed that the return pipe had cracks. Internal leaking may have contributed to the reported product problem. The return pipe was replaced as a result. The product problem was attributed to a design problem.

Event description:
It was reported that there was an intermittent problem with the over-temperature alarm. The alarm was triggered for no apparent reason. The unit was stopped and restarted twice to clear the alarm, but it persisted. In addition, to this issue, some internal leaking was observed with the device.